Event description:
(B)(4). Initial report received on (B)(6) 2009 from a pharmacist via the (B)(6). A male pt with no mention of age experienced tardy granuloma after receiving poly-l-lactic acid (sculptra). On an unspecified date in 2004, he had received injections of hyaluronic acid (juvederm) and aquamid nos for filled wrinkles with no mention of exact doses and batch number. On an unspecified date in 2007, he had received injections of poly-l-lactic acid (sculptra) and radiesse nos for filled wrinkles with no mention of exact doses and batch number. On an unspecified date, he developed tardy granuloma. A corrective treatment with cyclines nos was initiated after no efficacy of corticosteroids nos was reported. At the time of the report, outcome was ongoing. No further info was provided. Further info had been requested. (B)(4). Follow-up written info received on (B)(6) 2009. A (B)(6) male pt had a relevant history of depressive syndrome ten year ago and (B)(6) negative. He had been treated with poly-l-lactic (sculptra) in 2007 for wrinkles fill in. Concomitant drugs were considered as suspect: hyaluronic acid (juvederm) received in 2004 for wrinkles fill in, aquamid, several injections) received in 2004 for wrinkles fill in and radiesse received in 2007 for wrinkles fill in. In (B)(6) 2008, nodula nos had been observed. It was also reported that from (B)(6) 2008 the evolution of a granuloma had been observed. A granuloma reaction of late onset on face had been diagnosed. At noted, the pt had been received several injections of corticotherapy (cortivazol - altim) which was stopped then administration of minocyclin (minocyne) po 1 tablet/d on (B)(6) 2008 for 3 months. Improvement of granuloma had been observed but at the reporting date, the pt had not yet recovered. No further info was provided.